Event description:
A malfunction was reported with malfunction code malf 12 displayed, prompting a technical support call. There was no adverse impact to the customer's blood glucose level as it remained within a safe range. Technical support provided the necessary information to reset the pump, and after doing so, the issue did not recur. The customer was advised to continue using the pump but to call back if the malfunction code reappeared.